Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had been programmed to maximum outputs with variable and slowly increasing capture thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.